Event description:
The complainant alleged while attempting to defibrillate a patient (age and gender unknown), the device failed to discharge. The complainant indicated that the clinician was able to obtain another device to continue treatment to the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.